Event description:
It was reported that the manufacturing representative got ¿negative impedances¿ on a lot of different electrodes. The manufacturing representative re-ran impedances at 2 v, turned the overhead lights off and reinserted the lead 2-3 times, but the issue did not resolve. They implanted a new implantable neurostimulator (ins) and the impedances looked perfect. The patient had good therapy. If additional information is received, the event will be updated.

Manufacturer narrative:
(B)(4).